Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements above 130 ohms. It was noted that impedance trend did not demonstrate any significant or abrupt upward changes. Technical services (ts) was consulted and reviewed the programmed settings, which were confirmed to be appropriate. Ts recommended lead replacement if the impedance measurements reach 150 ohms. No adverse patient effects were reported. This rv lead remains in service at this time.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.